Event description:
Subject device was used in CABG device performed as intended. Upon manipulating the device, the surgeon inadvertently caused a slight perforation of the target vessel; target was described as "friable tissue". Perforation was addressed with two stitches. Anastomosis was removed per the instructions for use.